Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that device had incomplete mesh. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the device had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 1511946, and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, and roller gear were replaced. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The 2:1 ratio cutter, serial number (b)(4( produced an incomplete cut and was deemed non-repairable. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was out of specifications but did produce a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included recalibration and lubricating the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 2:1 ratio cutter both produced incomplete cuts and were deemed non-repairable. During the previous repair, the 2:1 ratio cutter had already been deemed non-repairable when it was tested and produced an incomplete mesh. Previously the 1.5:1 ratio cutter was acceptable and produced a passing sample mesh. However, in the 3 months since the previous repair it has now become non-repairable as it produced an incomplete cut. The cause of the reported event was due to the damaged cutters. During the product review it was noted that the 1.5:1 and 2:1 ratio cutter both produced incomplete cuts and were deemed non-repairable. During the previous repair, the 2:1 ratio cutter had already been deemed non-repairable when it was tested and produced an incomplete mesh. Previously the 1.5:1 ratio cutter was acceptable and produced a passing sample mesh. However, in the 3 months since the previous repair it has now become non-repairable as it produced an incomplete cut. It is unknown with the information that was provided how this occurred. Therefore, the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.